Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization for a high blood glucose of 500 mg/dl. The customer received no delivery alarms during a bolus and during the prime and the customer disconnected form the insulin pump. The customer was advised to assemble a new infusion set with the current reservoir and the customer reported that insulin did not exit. The customer was advised to try a new reservoir with the current set and to run a manual prime. The customer reported that the insulin pump did not alarm for no delivery. The customer reported that there were no alarms the day of the hospitalization. The customer was advised to follow up with a health care professional as needed.